Event description:
It was reported that the patient presented to the clinic for a post-procedure check. Upon device interrogation, the atrial lead demonstrated loss of capture and loss of sensing. A chest x-ray revealed atrial lead dislodgement. As a result, the atrial lead was explanted and replaced. The patient remained stable throughout the procedure.